Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 7.5 years post lens implant in the right eye opacification was noted on the central area of the lens optic. Reportedly the patient's relevant medical history includes a yag capsulotomy on (B)(6) 2010 and retinal detachment treatment with vitrectomy and gas injection (sf6 and air) on (B)(6) 2013. Additional information received indicates patient has noticed a reduction in quality of vision. However, the surgeon stated that patient's best corrected visual acuity in the right eye is 6/6 as of october, 2016 and there is no intervention planned at this time. Reportedly, the surgeon will continue to monitor the patient's vision.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.